Event description:
The plastic packaging on the monomer vial was broken. There was no adverse consequence for the pt or delay in surgery or anesthaesia time.

Manufacturer narrative:
The evaluation results suggest that this event was attributed to stress cracking due to the environmental factors of ethylene oxide sterilization. Corrective action was implemented to preclude similar events.